Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that she sometimes has trouble with the infusion sets and that her blood glucose was at 500 mg/dl as a result. Customer wanted to report this information only and to state that the cannula was bent. Customer declined to troubleshoot.